Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer's reference number(s): 2916596-2020-04719, 2916596-2020-04720, 2916596-2020-04721. It was also reported that the patient's controller ((B)(4)) wasn't receiving the driveline easily. A different modular cable was attempted to be inserted, but still didn't insert well. The patient's primary ((B)(4)), and backup ((B)(4)) controllers then alarmed for a controller fault. Technical services (ts) reviewed the log file for the other 2 controllers that were assigned to the patient after the dl insertion failure associated with (B)(4). For the primary controller ((B)(4)) the log file appeared normal until (B)(6) 2020 when a driveline (dl) disconnect was captured. Shortly after, the log file captured a controller fuse b open resulting in a controller internal fault. A few seconds later the dl was connected and the pump returned to operating at the set speed with a controller internal fault & dl power fault due to the controller¿s b fuse being open. The dl was then disconnected and reconnected 5 more times. Each time the dl was connected the pump returned to operating at the prescribed set speed. With the last 5 dl disconnects and reconnects the controller internal fault & dl power fault due to the controller¿s b fuse being open remained active. The log file from the backup controller ((B)(4)) showed that the dl was never connected. On (B)(6) 2020, the file captured a controller fuse b open resulting in a controller internal fault and dl power fault. Also noted was that the stored speed was toggling back and forth between 3000 & 5000 repetitions per minute. With the controller fuse open in each log file, it was reported that it was suspected that the dl may have been plugged in backwards. Ts reported that the controllers need to be replaced and, as a precaution, the modular cable should also be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault alarm and liquid being spilled on the controller were both confirmed. The provided log file correlating to this controller, as well as a log file extracted from the controller during testing, were both reviewed and contained data that collectively spanned approximately 2 days (13sep2020 ¿ 15sep2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On 15sep2020, the driveline was observed to be disconnected and reconnected 9 times between 10:06 ¿ 16:37. A controller internal fault also became active at 10:06, correlating to an open fuse b. This caused a driveline power fault alarm to occur whenever the controller was connected to the driveline, and these alarms persisted throughout the remainder of the data. The returned system controller (serial number (B)(6) was observed to have a scorch mark around one of its driveline pin sockets upon arrival. A small amount of fluid was also observed around the driveline pin sockets. The controller fault / driveline power fault alarms were reproduced upon connecting the controller to power. The controller was opened, and fuse b was replaced with a new component. Once the fuse was replaced, the controller was functionally tested and was found to perform as intended, and atypical events were unable to be reproduced after this replacement. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees. The returned modular cable was also observed to have one of its pins burnt correlating to a 180 degree connection to the controller. The root cause of the observed fluid within the driveline connector was the customer accidentally spilling coffee on the controller per additional information. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number hsc-017177, showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.